Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, right tubing connecting cylinder was disconnected. Device no longer inflated.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders, and a piece of detached connector tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the body of the pump. Testing revealed this to be a site of leakage. The detachment site of the longer exhaust tube of the pump and on the exhaust tube of cylinder #2 appear to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with cylinder #1, cylinder #2, or the detached connector tubing. Quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the pump body at this site. In addition, the information received indicated the exhaust tubing was disconnected. Quality concluded that the rough and irregular surfaces associated with the detachment sites of the longer exhaust tube of the pump and the exhaust tube of cylinder #2 indicate that sufficient stress(s) was exerted, which could then allow them to separate the site while in-vivo. Separations of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.